Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: during evaluation of the sample a crease was observed on the anterior view. No additional anomalies were observed. Based on the facts of the case, the issue is unrelated to the breast implant and related to the patient condition. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7518977, and no non-conformance's related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 350cc mentor memorygel breast implants was diagnosed with bilateral capsular contracture post procedure. The capsular contracture was diagnosed through a physician¿s examination. The right sided capsular contracture was baker¿s grade iii and the degree of capsular contracture on the left side is unknown. As a result, the devices were explanted on (B)(6) 2019. Mentor previously reported the right sided capsular contracture on (B)(6) 2019 under 3006942524-2019-00509. On (B)(6) 2019 mentor received additional information and the first awareness of left sided capsular contracture. This report relates to the left prosthesis.